Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). It was noted that patient experienced pain. The patient underwent an ipg replacement procedure.